Event description:
It was reported that at the patient's last follow up visit in (B)(6) the estimated longevity of the battery was 11 months. At the next follow up visit in (B)(6) the device was found to have switched to end of service (eos) in may. Premature battery depletion is suspected. In addition, the patient was noted as having an arrhythmia and being in atrial fibrillation (af). The patient is scheduled for a replacement in the near future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).